Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported in the operation of radiofrequency ablation, the ablation electrode broke. It could not be used normally. The electrode was broken by external force or other reasons then it stopped working. It broke into two parts, the needle and the handle. No part fell into the patient cavity. Another electrode of the same size was used to finish the procedure.